Event description:
This peripherally inserted central catheter (PICC) was successfully placed in 2002 for antibiotic treatment. Approximately one month post placement it was noted during infusion that the catheter had fractured and detached in the patient. Following an unsuccessful cut down attempt the patient was transferred to the e.r. Where the catheter was successfully retrieved using fluoroscopy. Another PICC was placed for continuation of treatment and no patient complications resulted from this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and the company is unable to determine if the device met its specifications. Since no difficultly was encountered accessing this device prior to this incident, the co believes initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.